Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with high pacing impedance and high capture threshold on the right ventricular lead. Programming changes were made and the patient had no adverse health consequences.